Event description:
It was reported that following a paddle lead implant on 21 april 2025, patient developed hematoma and experienced loss of motor function in their legs. As a result, surgical intervention took place on (B)(6) 2025, wherein physician removed the hematoma and partially explanted the lead. Post-operatively patient recovered all function in their legs.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.